Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. It is alleged that the patient's bone quality was poor causing the fracture; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). Product code: phx. 110031418 36mm brng std 64653419. 110031405 hmrl tray 64607897. 115310 comp rvrs shldr glnsp 141400. 118000 taper adaptor 559650. 405800 rev shldr 9in steinmann 270200. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a copeland eas implanted on an unknown date. The patient was revised to a reverse total shoulder. It was noted that during the revision, an intraopertive fracture occurred due to limited bone stock on glenoid. The mini baseplate had to be repositioned on the glenoid and different screw lengths were utilized centrally and peripherally. Attempts have been made and no further information has been provided.